Event description:
The customer reported being in the emergency room due to high blood glucose. The caller stated that he was nauseated, vomiting, and he may have a flu bug. Initially, the customer called to report that the insulin pump alarmed button error, and he was not sure if the got the bolus. The caller stated that he kept the device in his pocket. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm noted. The device alarmed motor error during the rewind due to corroded motor home switch. Further testing could not be performed due to the motor error alarms.